Manufacturer narrative:
Product codes: krd/hcg. Article attached to MDR: hauck, e.f., sabareesh, n.k., hopkins, l.n. Et al, salvage neuroform stent-assisted coiling for recurrent giant aneurysm after waffle-cone treatment. (2011). J neurointervent surg 2011;3:27e29. Doi:10.1136/jnis.2010.002931, UDI: unknown part number, all 3 attempts to obtain product part number were unsuccessful, UDI unavailable. No additional information could be obtained from the author. Conclusion: the coils were not available for analysis. In addition, the lot numbers were not available; therefore, a DHR review could not be performed. Aneurysm recanalization after coil embolization is a known potential event. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is an initial/final MDR report.

Event description:
In the literature article ¿salvage neuroform stent-assisted coiling for recurrent giant aneurysm after waffle-cone treatment¿ by erik f hauck, sabareesh k natarajan, l nelson hopkins, et al, published j neurointervent surg 2011;3:27e29. Doi:10.1136/jnis.2010.002931, it was reported that a patient underwent headaches and recanalization 4 years after implantation of 28 presidio coils and implantation of a 4.5 x 15mm neuroform stent using the waffle-code technique. The patient was in their (B)(6) and had presented with a left frontal hematoma caused by rupture of a left giant ophthalmic aneurysm measuring 4 x 4 cm. Microcatheterization of the internal carotid artery distal to the ophthalmic artery aneurysm was difficult because of a ¿tight¿ siphon, the wide neck of the aneurysm and a strong inflow jet redirecting the devices into the aneurysm through the neck in preference to the distal parent vessel. Therefore, a 4.5 x 15mm neuroform stent was deployed through a rapidtransit catheter using the waffle-cone technique. After stent deployment, the catheter was advanced through the stent into the aneurysm and 28 coils presidio coils (catalog/lot not provided) were deployed. The patient tolerated the procedure well and was discharged in good condition. Four years later, the patient returned because of headaches. A cranial CT scan and a lumbar puncture were negative for subarachnoid hemorrhage. Dsa was significant for progressive aneurysm growth (535 cm) and coil compaction. An informed decision was made to treat the recurrence with a combination of restenting and coiling. Using an sl10 c-shaped microcatheter and a synchro2 microwire, they could navigate through the first waffle-cone neuroform stent, positioning the microcatheter far out in the middle cerebral artery. The synchro2 wire was exchanged for a balance middle weight wire. The sl10 microcatheter was then exchanged for a renegade catheter, which allowed controlled deployment of a stent (4.5 x 30mm neuroform3) through the waffle-cone stent from the distal parent vessel to the proximal parent vessel. At the same session, additional unspecified coils were deployed. The result demonstrated significantly reduced filling of the aneurysm. The patient tolerated the procedure well and was discharged in good condition. Six months later, the patient presented for follow-up, which demonstrated a small residual, which was again coiled. No additional information could be obtained from the author.